Event description:
It was reported that during preparation of an armada 35 catheter, negative pressure was unable to be pulled. Reportedly, a leak was noted at the hub. The device was not used and there was no patient involvement. A new same sized armada 35 catheter was used to successfully complete the procedure without issue. There was no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The customer reported the device was discarded. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). The device was not returned; therefore, the leak was unable to be confirmed. A search of the complaint handling database was performed, which identified one additional incident from this lot for hub leaking issues. While a search of the lot history record for this specific lot indicated no related non-conformance records, based on an expanded investigation, a product issue related to leakage at the hub was identified. The event was possibly related to hub assembly during manufacturing. Further assessment of this issue per site operating procedures was performed. These devices will continue to be monitored.